Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00316 / 00317).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports and that a revision procedure occurred in 2010 due to patient allegations of pain and loosening. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008; however, a revision invoice was not located. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip arthroplasty on (B)(6) 2008 and a right hip arthroplasty on (B)(6) 2004. Operative report further noted patient underwent a left hip revision on (B)(6) 2010 due to loosening. Operative report noted the presence of loosening of the cup and stem, metal debris and dark coloration of the tissue. All components were removed and replaced with competitor components. No revision procedure has been report for the right hip.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports and that a revision procedure occurred in 2010 due to patient allegations of pain and loosening. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2008; however, a revision invoice was not located. No further information has been provided to date.this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.